Manufacturer narrative:
A maquet field service engineer (fse) inspected the ventilator on-site and replaced the pressure transducer. The pre-use checks passed successfully and the device was returned to service. The replaced parts have been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator pressure transducer test failed during the pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. During tests in a reference ventilator, performed pre-use checks failed at the pressure transducer sub-test due to a gain value drift. This drift affected the measured peep (positive end expiratory pressure) during ventilation, so that measured peep was lower than set. Device logs evaluation showed also that the expiratory pressure transducer had varying offset drift within its allowed limits (plus/minus 300mv from default) indicating an unstable pressure sensor. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed.

Event description:
(B)(4).